Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the patients appeared at the station but not the orders. That was due to a difference in their admission, discharge, and transfer adt system that sends as the patient's location versus what cerner was sending as the location in the orders. Although orders typically do not rely on unit location for matching visits, unit location was the sole factor for facility routing in adt and orders messages from star and cerner. A technical support specialist reviewed the routing table and confirmed that cerner orders correctly associated with west des moines wicu patients. To resolve the problem, orders for ICU patients needed to be resented from cerner, after which the issue was successfully resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patients orders were not showing up on all stations. The customer reported that it was affecting multiple stations and there were no stations available to dispense the medication that caused a delay in patient care. There were no adverse events or injuries reported based on this event.